Manufacturer narrative:
The insulin pump alarmed motor error during testing due to faulty force sensor relay. The motor was tested outside the device and passed. The insulin pump was received with cracked case at belt clip slot and minor scratched lcd window.

Event description:
It was reported that the customer had a motor error alarm on their insulin pump. The alarm occurred during a bolus delivery. Customer stated that the pump can be rewound. Customer changed their infusion set and pump is working fine. Customer cannot replace the pump right now and will call back next week. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).